Event description:
On (B)(6) 2013, the reporter contacted lifescan in the USA, alleging the overall design of the display makes it hard to read. There was no indication that the product caused or contributed to an adverse event. However this complaint is being reported because the alleged issue was not resolved with troubleshooting.